Event description:
A caller reported an issue with the pixels on the pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level as it remained within the normal range. The customer was advised by technical support to switch to multiple daily injections as a backup therapy. Technical support arranged to send a replacement pump with updated software, provided the necessary instructions, and confirmed the shipping details with the caller. The customer was also instructed to return the faulty pump to tandem using a pre-paid label and was informed about available training for the new pump.